Event description:
Caller reported that insulin gauge displayed an amount different than expected on a previous day, with a discrepancy greater than 30 units compared to the expected fill estimate. There was no adverse impact to the customer¿s blood glucose level. Cts instructed the caller to contact them again for troubleshooting if the issue reoccurs with an active fill estimate. Caller acknowledged.